Manufacturer narrative:
No information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient's sister reported that the ins was not working. Troubleshooting was performed, the technician adjusted and reset it. No further complications were reported. Additional information was received from the patient. They reported that the previous report of the 'ins not working' was referring to a device issue. They wrote that there was an indication from an error message and that falls were probably the cause of the device not working. The issue was reported to have been resolved by reprogramming. No further complications were reported at this time.